Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl. Reportedly, customer accidentally initiated a bolus they didn¿t need. Bg was addressed by consuming carbohydrates. The customer was instructed close screen and lock pump before putting the pump away.